Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Broken condition not confirmed as the sample was not returned for evaluation. The root cause was not determined. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
It was reported to baxter healthcare that one (1) ce intermate sv100 device was observed with broken tubing. This was observed before use. There is no patient involvement. No additional information is available.